Event description:
The following has been reported: biomed reported pump says service required. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The unit was tested with multiple basic hardware checks which all passed. Test infusions of 10, 100, and 1000 ml/hr were run for several days with no alarms. The unit was booted up on multiple different occasions to see if letting the unit rest would cause the issue, but no alarms occurred. The positive recharge failure could not be reproduced. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.